Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation turns off by itself. The patient stated he charges his scs system for approximately 6 hours once a week. The patient also stated after charging, the stimulation functions properly for one day, thereafter, he no longer feels it. As such, the patient's pain reoccurs. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his ipg was explanted and replaced with a different model. The patient reports effective stimulation therapy postoperative and the reported issue is now resolved.